Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent, abdominal pain, loose stool and joint pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The day after the event onset, the patient was treated with injection vancomycin (500mg, once daily, intraperitoneal, ongoing) and injection meropenem (1gm, once daily, intraperitoneal, ongoing). At the time of this report, the patient outcome reported as unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.